Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 48 mg/dl. The customer also reported that the insulin pump was draining the batteries in 2 weeks. The customer also reported damage on the battery tube side of the case. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a & mmt-243a. Troubleshooting was done, found the customer received a change sensor alert. The customer consumed a dr.pepper soda. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature usage was unknown. No further patient complications were reported. The product(s) mmt-1884l will be returned for analysis. The product(s) mmt-332a, mmt-7040a & mmt-243a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, broken battery tube threads. Battery cycle 3.0 received the lowbatteryalert (104) on 06/16/2025 18:19:00 after more than 7 days at 21.3 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected power loss/charge last less than expected was not confirmed. Pump passed active and sleep current test. Cracked battery tube was confirmed during testing. Unable to confirm low bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.